Event description:
Caller reported an alarm 2 followed by alarm 26, with an occlusion event occurring earlier in the day. This issue caused the customer's blood glucose level to exceed 500 mg/dl, with the reading displaying as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump. After changing the cartridge, the customer resumed insulin delivery and chose to monitor future performance without seeking further assistance. No additional information was available from technical support, and no further action was required.